Event description:
The customer reported that the electrocardiogram (ECG) waveforms would drop out intermittently. The customer reported that it happens in a split second, it does not last long enough for it to say signal loss. This affects all tiles on the central nursing station (cns). The cns monitors bedsides. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6)2021, the customer reported that the ECG waveforms would drop out intermittently. The reported device was not returned for evaluation. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the reported device was not returned for evaluation. Nk tech support had the customer reboot the cns which resolved the issue. Per the cns-6201ra operator's manual, the cns should be rebooted every three months as prolonged periods of use would cause operation to become unstable and affect patient monitoring. As rebooting the cns resolved the issue, the root cause of ECG drop off is user error, failure to perform regular maintenance. As these issues have an overall risk score of medium and the root cause is due to user error, a CAPA is not required per corrective action and preventive action process, sop07-003. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsms: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni. Attempt # 1: (B)(6)/2021 emailed the customer via microsoft outlook for all the information: no reply was received. (B)(6)2021 emailed the customer via microsoft outlook for all the information: no reply was received. (B)(6) 2021 emailed the customer via microsoft outlook for all the information: no reply was received. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes .

Manufacturer narrative:
The customer reported of getting an issue where the electrocardiogram (ECG) waveforms would drop out intermittently. The customer reported that it happens in a split second, it does not last long enough for it to say signal loss. This affects all tiles on the central nursing station(cns) , the central nursing station(cns) monitors bedsides. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of getting an issue where the electrocardiogram (ECG) waveforms would drop out intermittently. The customer reported that it happens in a split second, it does not last long enough for it to say signal loss. This affects all tiles on the central nursing station(cns) , the central nursing station(cns) monitors bedsides. No patient harm was reported.